Event description:
It was reported that the patient present to the emergency room after an inappropriate shock was delivered by the implantable cardioverter defibrillator for an episode of supraventricular tachycardia. Further evaluation found that inappropriate shock was the result of under-sensing the atrial channel due to the programmed post ventricular blanking parameters. Programming interventions were made. The patient was discharged.